Event description:
Patient reported the aligners do not fit properly, too tight and has rough edges which is cutting and bruising their tongue and the inside of their mouth. Their upper and lower gums are turning black and are swollen and looking like they are going to bleed. Advised patient to see their dentist to evaluate. Patient responded back that their dentist was out and booked out. They went back to wearing the aligners after filing down the sharp edges, which was the issue and cause. They have not had issues or problems since filing down the aligners. Having patient moving forward with treatment.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.